Manufacturer narrative:
The insulin pump had an open book / critical pump error alarm after battery installation. The critical pump error alarm was generated by pump error 2 per boot loader traces. The problem was isolated to board. The motor was tested outside the device and passed. Analysis was unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was received a critical pump error alarm. It was also reported that the insulin pump had a no delivery alarm prior to critical pump error alarm. The customer's blood glucose was 20 mmol/l at the time of incident. It was reported that the issue was resolved. The insulin pump was returned for analysis.